Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead was visualized to have been dislodged. The lead was surgically abandoned. No adverse patient effects were reported.